Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to have been interrupted. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (dose, route, and frequency unknown) for the peritonitis. The patient was discharged from the hospital eight days later and at the time of this report was reported to have recovered from the peritonitis. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895797 and gd896126. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).